Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after the drill was used, a piece fell off and could not be repaired. This happened all outside of the patient on the back table. No surgical delay.